Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt's father contacted lifescan (lfs) alleging that the pt's onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter, since the medical surveillance specialist (mss) was unable to reach the reporter by phone. The pt's father reported that on an unspecified date/time, the subject meter read "20 points" higher than another device (also a onetouch ultramini). The reporter did not specify the actual results obtained on either of the devices. However, the pt's father claimed that the pt was taking an incorrect dosage of insulin as a result of the alleged high readings. The reporter further stated that on the morning of the same day, the pt suffered a "diabetic seizure" and was treated in the emergency room. The pt's father indicated that the pt was given "medication to bring his glucose up." It is unk if the pt tested with the subject meter prior to suffering the seizure. In addition, it is unk what blood glucose readings the pt was obtaining with the subject meter prior to the incident. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.